Event description:
It was reported that during a gastric procedure, an unexpected noise was heard while testing. The device continued to be activated, then the tissue pad was damaged outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was tissue pad damaged. The tissue pad was inspected and the pad was intact and in good condition. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of the ¿instrument error¿ screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated; the blade not properly attached to the handpiece; or the solid tone emitted when the blade becomes damaged.